Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The wearable was inserted into the arm on (B)(6) 2026. On 01/09/2026, it was reported that the patient was about to go to bed when she suddenly felt fuzzy, had blurry vision, and "fell off". She was able to get help from her husband. Then she took a fingerpick but could not remember the exact reading. She said there was a 20 mg/dl difference between the bg fs and egv. Per documentation, the patient became irritated and stopped answering questions. The glycemic state, treatment, and bias of the inaccuracy are all undescribed in the documentation. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 20 points. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness.